Event description:
Device 2 of 3 (see MFR report #s 1627487-2010-03127 and 1627487-2010-03129 for devices 1 and 3).

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. One lead had electrocautery instrumentation damage about 9.5, 28.5, and 48 cm from stimulation end. The lead passed testing. The other lead had a cut approx 24.5 cm from stimulation end. No functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.